Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 200 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime during prime test due to faulty force sensor. No motor error alarm during testing noted. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.